Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) the iab ruptured and blood was seen in the extracorporeal tube and an alarm was generated "leak in iab". The patient had a post infarction vsd (ventricular septal defect) and hemodynamic instability. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) the iab ruptured and blood was seen in the extracorporeal tube and an alarm was generated "leak in iab". The patient had a post infarction vsd (ventricular septal defect) and hemodynamic instability. A new iab was inserted. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: event or product problem section added "a new iab was inserted". The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. A visual examination of the product detected the inner lumen within the catheter tubing near the y-fitting was completely separated within a kink approximately 76.7cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported problem. It is difficult to determine when or how a kink in the inner lumen occurs. A severe kink or continuous flexing of a kink can cause the inner lumen to break resulting in a leak. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4)

Event description:
It was reported that during intra-aortic balloon (iab) the iab ruptured and blood was seen in the extracorporeal tube and an alarm was generated "leak in iab". The patient had a post infarction vsd (ventricular septal defect) and hemodynamic instability. A new iab was inserted. There was no reported injury to the patient.